Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a control panel failure. The device was evaluated and it was confirmed that the device received a alarm 107 (non-recoverable system error) during decontamination process. The control panel was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was alarm 76 (non-recoverable error)-inlet water temperature sensor out of range ¿ low resistance. Customer has switched the arctic sun device on and off multiple times and repeated error. As discussed with them, device to be picked up and brought to their biomed. It was currently under a pmp agreement. Found alarm 107 (non-recoverable system error) during decontamination process. Confirmed the faulty control panel caused the error message and the inlet temperature (t3) sensor faulty. The t3 sensor was unable to sense the temperature change while monitoring. Per follow up information received via email on (B)(6) 2024, device has been sent in the bd facility. Issue has not been resolved. The device has been examined and in queue for repairs. The device was used in/on a patient however the patient was not injured by the device. Per follow up information received via email on (B)(6) 2024, device was removed and therapy delivered by alternative methods. No reported impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was alarm 76 (non-recoverable error)-inlet water temperature sensor out of range ¿ low resistance. Customer has switched the arctic sun device on and off multiple times and repeated error. As discussed with them, device to be picked up and brought to their biomed. It was currently under a pmp agreement. Found alarm 107 (non-recoverable system error) during decontamination process. Confirmed the faulty control panel caused the error message and the inlet temperature (t3) sensor faulty. The t3 sensor was unable to sense the temperature change while monitoring. Per follow up information received via email on 02feb2024, device has been sent in the bd facility. Issue has not been resolved. The device has been examined and in queue for repairs. The device was used in/on a patient however the patient was not injured by the device. Per follow up information received via email on 05feb2024, device was removed and therapy delivered by alternative methods. No reported impact to the patient. Aarthika05feb2024.